Manufacturer narrative:
(B)(4). The service engineer replaced the damaged oxygen sensor, which resolved the reported issue.

Event description:
It was reported that a damaged oxygen sensor was found during a pre-delivery inspection ventilator check. The ventilator was not in patient use at the time of the event.